Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: during testing, evidence of contamination was found under all the keypad button contacts and the audio bolus button contact. The battery compartment was found to be cracked. The display screen was dim and discolored during testing. Unrelated to these issues, the bumper pad was returned damaged. Additionally, the keypad cover was peeling and detached. The audio bolus button cover was damaged. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under key contacts and the audio bolus button, damage to the battery compartment, and a dim and discolored display screen. This report is made based on results of investigation completed on 10/14/2015.